Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported the colonovideoscope had white dots. There were no reports of patient harm.

Manufacturer narrative:
Corrected data: b5, g3, h6. New information added to the following fields: h4. Correction is being made to the event description which was initially reported on the incorrect malfunction of "white dots". The corrected event of "secondary potential cross-contamination" has been updated. Correction is being made to previously submitted g3 - date received by manufacturer, which was not late. The correct date was 20aug2024. Correction is being made to the medical device problem code this supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over seven (7) years since the subject device was manufactured. The device was returned to olympus for inspection, and the reportable malfunction of secondary potential cross-contamination event was not confirmed. Based on the results of the investigation, a definitive root cause could not be determined for the potential secondary cross contamination. However, it is likely that potential cause could be presumed that there was a difference in recognition on device handling or reprocessing steps between olympus recommendation and the user. The events can be detected and prevented in accordance with the following sections of the instructions for instructions for use (IFU): reprocessing manual_ general policy_ precautions_ warning. Prions, which are the pathogenic agents of the creutzfeldt-jakob disease (cjd), cannot be destroyed or inactivated by the reprocessing methods stated in this instruction manual. When using the endoscope and accessories on patients with cjd or variant creutzfeldt-jakob disease (vcjd), be sure to use them for such patients only, or immediately dispose of them after use in an appropriate manner to prevent the usage of exposed devices on other patients. For methods to handle cjd/vcjd, follow the respective guidelines in your country. The endoscope and accessories may be damaged by published methods for destroying or inactivating prions. Olympus will continue to monitor the field performance for this device.

Event description:
It was reported that the colonovideoscope had been reprocessed together in the same low-temperature steam and formaldehyde (ltsf) sterilization cycle with a creutzfeldt-jakob disease (cjd) infected device. Thus, there is a suspicion of a potential cross-contamination that occurred but no confirmed case of infection at this time. There are no subsequent infections reported thus far.